Event description:
Information received indicates the head of the bed is not going down.

Manufacturer narrative:
The technician found the head down control was not working. The control box head down relay was sticking. He replaced the control box to repair the bed.